Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's niece contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting an "ER 4" message. Per the onetouch ultra owner's booklet, this error message indicates one of the following conditions may be present: the meter detected a high glucose when testing in an environment near the low end of the system's operating temperature range, a problem with the test strip, the sample was improperly applied, there may be a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on may 21, 2009 and obtained the following information. The patient reported that the alleged error message began to appear just prior to noon the day prior to original date. The patient stated that she was able to test her blood glucose successfully that morning; however, unable to test herself afterwards. As a result of the issue, the patient denied taking any action regarding her diabetes management. Approximately 6 hours after the alleged issue began, the patient reported that she "passed out" and her niece immediately contacted emergency services. The patient denied having any symptoms prior to the event. When emergency services arrived, the patient stated that she was told her blood glucose was "57 mg/dl" when tested with the emt meter. The patient reported being treated with IV glucose and feeling better soon afterwards. At the time of troubleshooting, the customer care advocate noted that the reporter did not have the subject meter or supplies with her at the time of the call and therefore unable to confirm the condition of testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.